Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on 08/30/2016 that on (B)(6) 2016, the device had a permanent out of range. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. A visual inspection was performed and no defects were found. Voltage testing was performed and the transmitter has no voltage. Due to no voltage, the reported event of an unrecoverable loss of antenna passed threshold was not confirmed. A root cause could not be determined.